Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in the device.. The patient also alleged difficulty breathing, throat irritation. Headaches. There was no report of serious or permanent patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in the device. The patient also alleged difficulty breathing, throat irritation. Headaches. There was no report of serious or permanent patient harm or injury. The device was returned but yet not evaluated. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found rusted humidifier chamber plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes contamination found was rust on chamber plate. The manufacturer concludes there was no evidence of sound abatement foam degradation.